Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389-40, lot# j0519623v, implanted: 2005-(B)(6), product type lead product ID 3389-40, lot# j0519623v, implanted: 2005-(B)(6), product type lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was no trauma noted in relation to the patient's return of tremor that was previously reported. All unipolar impedances were greater than 40,000 ohms while bipolar impedances were in the 2,000 ohms range. Palpation and positional changes did not impact the results. An x-ray was taken and all the leads seemed to be "fully intact" and there were "no breaks or kinks." It was unclear where the open circuit was that was leading to the high impedances. The following day, it was reported, the patient was reprogrammed and this resolved the issue. It was stated, the patient was receiving "good" therapy after. It was further noted, the lead-extension connection was in the brain and not behind the ear. Five days later, it was reported, the patient was assessed by another neurologist and it was stated, the patient may have been misdiagnosed. Rather than having parkinson's disease, the neurologist thought, the patient had essential tremor. It was noted that no revisions would be scheduled until a reassessment of the patient was completed and the diagnosis was confirmed. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that pressing down with the telemetry head was required to get communication, but it was thought the implantable neurostimulator (ins) was deep. X-ray assessment was inconclusive of how the battery/pocket adapter was sitting. The battery replacement was scheduled to be in more than one week. The replacement would be due to pocket assessment and the battery depleting faster than expected. It was reported that 3 weeks ago the battery voltage had been 3.87 v and currently it was 3.71 v. It was stated that the lead/extension would be revised at some point. A shocking or jolting sensation at times was also reported, but it was not confirmed how often this occurred. It was believed that the patient would deal with the shocking if the battery was replaced and programmed to a monopolar setting as the patient did well with that configuration but hadn't been able to get programmed to that due to high impedances. It was stated replacing the lead at another time was planned, and this could be based on ins replacement outcome. Additionally, it was stated that the patient actually had "more essential tremor than he had parkinson's disease, so the leads were in the wrong spot to begin with." It was also stated that "he had really been kind of misdiagnosed." It was also reported that the battery would be evaluated during replacement. More than two weeks later it was stated that the battery had been changed. The patient had a low battery and extremely poor pocket placement from his previous implant procedure along with an improperly connected adaptor, which all aided to his issues. This was addressed and corrected. The patient was doing very well. The device could not be returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect. It was noted in the previous 2-3 days the patient's shaking had gotten worse. It was also noted the patient was unable to adjust stimulation. Display was showing 'call your doctor' icon and out of regulation (oor). The patient did not have a managing physician at the time of report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.